Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged a low oximetry value on the complaint device and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.